Event description:
A right heart catheterization was performed for reasons unrelated to the cardiomems device. During the procedure the cardiomems sensor pressures were compared to the catheter pressures. The sensor was recalibrated and the mean was decreased by 10mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.